Event description:
A dreamstation auto CPAP device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the service center visually inspected the device and found evidence of foam particles inside the assembly. In addition, there was contamination from dust. The device was scrapped based on customer request. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a device was evaluated at a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer reported there was evidence of foam particles inside the assembly. After further review by the service center, it was determined there was no evidence of foam particles or degradation found during the device evaluation. MDR 2518422-2024-101227 was reported in error. Section h has been updated in this report.